Event description:
On an unknown date, a trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to a tear. No additional information is available.

Manufacturer narrative:
The reported event of a tear could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to a tear. Additional information has been requested.